Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was further reported that temporary devices did not interfere with the leadless ipgs to cause high thresholds and was attributed to possible anatomical factors in the patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during implant the leadless implantable pulse generator (ipg) exhibited a rise in thresholds post tether cutting. Programming changes were done but it did not change much. Thresholds increased further. Since there was no intrinsic rhythm, a temporary device was inserted. A second leadless ipg was attempted to be implanted while the first was in place as a temporary device. Initially it exhibited high impedance and high thresholds. Multiple retrievals were made, but no favorable measurements were obtained. It is believed that there was an effect on the myocardium as a whole, and the value was comparatively good in the vicinity of the first leadless ipg, so a temporary device was inserted from the neck again and the first leadless ipg was removed. An attempt was made to implant the second leadless ipg, and when it was placed in the septum from the apex, good values were obtained. The second leadless ipg was implanted and remains in use. No patient complications have been reported as a result of this event.